Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) originally underwent a trial procedure on (B)(6) 2015, for lead placement. However, the physician's attempt to place the lead was unsuccessful. Therefore, the physician used a different lead and effective stimulation coverage was achieved. It was noted the patient's pain pattern is complex regional pain syndrome in the left hand. The procedure was extended approximately 30 minutes.